Manufacturer narrative:
The pacing system remains implanted. Should additional information become available an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator triggered a latitude red alert due to high right ventricular lead pacing impedances greater than 2,000 ohms. A follow up visit was performed and a review of electrograms and device memory revealed episodes of noise and right ventricular pacing impedances greater than 2,000 ohms. It was attempted to recreate the noise, however, the noise could not be recreated. A boston scientific technical service consultant was contacted and further evaluation of the device and right ventricular lead was recommended. It was also noted that this device was included in the subpectoral implant advisory. It was suggested to confirm how the device was implanted. The possibility of the header/can bond being compromised could not be ruled out. Full evaluation of the lead was also recommended including a chest x-ray and provocation test to determine the fault. No adverse patient effects were reported.